Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Us complainant reported the patient was on impella 5.5 support. While on support, heparin was on hold due to femoral hematoma post intra-aortic balloon removal. Additionally, the developed had a gastrointestinal (gi) bleed. Systemic anticoagulation was on hold. The patient remains on impella support.

Manufacturer narrative:
The investigation for the gastrointestinal bleed (gi bleed) has been completed. Pump was not returned for investigation. Clinical information provided is not sufficient and gives no information about the reason for the damage. Therefore, the root cause of the gi bleed was not determined since product was not returned and insufficient information provided. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿.